Manufacturer narrative:
The pump failed the displacement test and gave a motor error alarm during the rewind due to an out of phase motor encoder signal. No motion sensor test failure alarm was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he had an MRI done and wore the insulin pump, then the device alarmed motor error and a35. Customer stated the device was able to rewind, then it started to count down. The customer's blood glucose level was 144 mg/dl. During troubleshooting, the customer was unable to rewind the insulin pump without an a35 alarm occurring. The customer was unable to perform the displacement test due to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.